Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 187 mg/dl (advantage (B)(4)) and 102 mg/dl (advantage - unknown serial number). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).